Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with paravaginal repair and anterior colporrhaphy due to cystocele grade 4, rectocele grade 1-2 and vault prolapse. The patient experienced pain, erosion, urinary problems, pressure and dyspareunia. It was reported that the patient had portions of mesh removed during doctor visits. It is reported that the patient underwent mesh removal on (B)(6) 2011 due to mesh erosion, spotting and dyspareunia. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.